Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was hospitalized for an elevated blood glucose (bg) level of 377 (mg/dl) and diabetic ketoacidosis. Customer administered a correction bolus to treat bg level, and was later treated with an intravenous drip while at the hospital. Review of pump data by tandem technical support revealed that the customer received a resume pump alarm on (B)(6) 2016 after insulin delivery was suspended by the user; however, it could not be confirmed if the alarm occurred prior to the hospitalization. Customer was released from the hospital on (B)(6) 2016.